Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose over 500 mg/dl and had discontinued pump use. The patient received unspecified care outside of routine diabetes management, provided by an hcp. The patient is currently admitted to a residential treatment facility and unable to troubleshoot the pump. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.